Event description:
The patient reported that the pump cartridge was leaking insulin.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Evaluation of a cartridge from the same manufacturing lot has not yet been completed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.